Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest tightness and clamminess. An interrogation revealed there were many ventricular high rate episodes and questionable sensing with the right ventricular (rv) lead. No further information could be obtained through follow-up. The rv lead remains in use. No further patient complications have been reported as a result of this event.